Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475, 259 and 284 mg/dl. The customer was treated with a shot and ate and changed infusion set and noticed it was bent. The customer declined troubleshoot for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.